Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the broken cable appears to be a grip cable, but further investigation will be required.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no issues related to the motion of the instrument were observed. There was one broken cable protruding from the distal tip. No fragments fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.